Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced infection, urinary problems, bowel problems, and recurrence. The patient underwent btl on (B)(6) 2003, and a hysterectomy in 2006. It was reported that the patient underwent laparoscopic exam with right oophorectomy, left ovarian cystectomy, coagulation of endometriosis, and lysis of adhesions via hysteroscopy, dilation and curettage on (B)(6) 2005. It was reported the patient underwent a hysteroscopy, dilatation and curettage, and novasure endometrial ablation on (B)(6) 2006. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
It was reported that patient underwent laparoscopic exam with right oophorectomy on (B)(6) 2005 due to pelvic pain, complex right ovarian cyst and left ovarian hemorrhagic cyst, menorrhagia, endometriosis and bilateral endometriomas. No additional information was provided. (B)(4).